Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported malfunction. The se replaced the keyboard to resolve the issue. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator keyboard malfunction. There was no report of patient harm as a result of this event.